Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No excessive no delivery or occlusion alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Pump received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons are slower to respond. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump was forced to restart while priming and had excessive no delivery alerts. The insulin pump will not be returned for analysis.